Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging elevated blood glucose of 17.4 mmol/l accompanied by symptoms suggestive of hyperglycemia of extreme thirst and symptoms of dehydration. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes management. The reporter alleged that the bolus that was delivered to the patient via the pump did not appear in the pump¿s bolus history. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 01/09/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12/13/2016 with the following findings: the black box showed dates from (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Product analysis manually performed a normal 10-unit bolus and a 10-unit audio bolus successfully. Both were accurately recorded in the pump history. The bolus history was found to be recording properly. There were no hypersensitive keys observed on the keypad. Available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within the required range and delivering accurately. No delivery interruptions or errors, alarms or warnings occurred during testing. Investigation did not duplicate the complaint, the pump information for the complaint date has been overwritten. (B)(4).